Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during an ablation procedure, a programmer wand was placed over the implantable cardioverter defibrillator (ICD) device to suspend therapies. After a few minutes, the device resumed detection and toggled from suspended to resumed detections, which resulted in an inappropriate shock to the patient. The device remains in use. No further patient complications have been reported as a result of this event.